Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded in the lumen of the left cornua") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma and endocervical squamous metaplasia in 2022. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: the pathology from your surgery is benign. You had that small fibroid that we knew about. Specimen: a. Uterus, cervix, bil fallopian tubes final diagnosis: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -bilateral fimbriated fallopian tubes with no specific pathologic change. -cervix with squamous metaplasia. -late secretory endometrium. -myometrium with leiomyoma (2.5 cm). -uterine serosa with no specific pathologic change. Comment: metallic coils are identified associated with bilateral fallopian tubes. The coils are retained. Clinical history: essure coils. Surgeons comment: patient has 2 essure coils and uterine cornua. Place essure coils and medical legal cabinet. Gross description: uterus, cervix, bilateral fallopian tubes with essure coils. Description: . Bilateral fallopian tubes average 7 cm in length by 0.5 cm diameter and contain metallic coils. The left coil protrudes approximately 0.8 cm into the endometrial cavity and the remainder is deeply embedded in the lumen of the left cornua and fallopian tube. Perforations are not identified. The right coil appears to be embedded in the myometrium and lumen of the right cornua and fallopian tube. Perforations are not identified. Both coils are difficult to remove and the surrounding tissue is lacerated in the process. Intact and dissected photos of the coils are taken. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical device removal was updated to embedded device,reporters ,medical history,lab data,indication,added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3558 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 43-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 9 years 8 months after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded in the lumen of the left cornua") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma and endocervical squamous metaplasia in 2022. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: the pathology from your surgery is benign. You had that small fibroid that we knew about. Specimen: a. Uterus, cervix, bil fallopian tubes. Final diagnosis: a. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: bilateral fimbriated fallopian tubes with no specific pathologic change. Cervix with squamous metaplasia. Late secretory endometrium. Myometrium with leiomyoma (2.5 cm). Uterine serosa with no specific pathologic change. Comment: metallic coils are identified associated with bilateral fallopian tubes. The coils are retained. Clinical history: essure coils. Surgeons comment: patient has 2 essure coils and uterine cornua. Place essure coils and medical legal cabinet. Gross description: uterus, cervix, bilateral fallopian tubes with essure coils. Description: bilateral fallopian tubes average 7 cm in length by 0.5 cm diameter and contain metallic coils. The left coil protrudes approximately 0.8 cm into the endometrial cavity and the remainder is deeply embedded in the lumen of the left cornua and fallopian tube. Perforations are not identified. The right coil appears to be embedded in the myometrium and lumen of the right cornua and fallopian tube. Perforations are not identified. Both coils are difficult to remove and the surrounding tissue is lacerated in the process. Intact and dissected photos of the coils are taken. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.